Event description:
Patient revised to address necrosed skin around incision caused by size of implant.

Manufacturer narrative:
Examination was not possible as no product was returned. Although the exact root cause could not be confirmed, if the joint was overstuffed and the skin closure was forced, it could cause the skin to stretch and lead to necrosis. Information provided in the initial report suggests that the implant size chosen for the initial surgery did not achieve the desired results. Based on the investigation, the need for corrective action was not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.